Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated potassium results generated on the alinity c processing module for two patients. The elevated results were not reported out. The samples were repeated and the results were lower. The following data was provided: patient 1: initial potassium result= 9.0 (not reported) reran on this instrument potassium = 4.5 ran on other instrument potassium = 4.5. Patient 2: initial potassium result = 7.1 repeated on same instrument = 4.2 and 4.1. Customer normal range 3.6-5.3 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, performed troubleshooting, including removal of a clog in the bulk 9x15 elicon (7-204380-02) tubing that caused the mixer wash cups to overflow. No additional discrepant result issues have been reported since the service activity was completed. The fsr determined the bulk 9x15 elicon (7-204380-02) tubing the likely cause of the result issue. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c4000 processing module and the bulk 9x15 elicon (rohs) (7-204380-02) tubing did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 processing module and the bulk 9x15 elicon (7-204380-02) tubing was identified.

Event description:
The customer observed falsely elevated potassium results generated on the alinity c processing module for two patients. The elevated results were not reported out. The samples were repeated and the results were lower. The following data was provided: patient 1: initial potassium result= 9.0 (not reported) reran on this instrument potassium = 4.5 ran on other instrument potassium = 4.5. Patient 2: initial potassium result = 7.1 repeated on same instrument = 4.2 and 4.1. Customer normal range 3.6-5.3 mmol/l no impact to patient management was reported.